Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient was complaining of pain and the glenoid component was found to be loose. The patient was revised to a reverse shoulder. The reported event was not related to breakage of device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the implant and bone which led to aseptic (non-infected) loosening of the cage glenoid component and subsequent pain. However, this cannot be confirmed because the component was not returned for evaluation. D10: 5574021, 300-10-15 - equinoxe replicator plate 1.5mm offset 5215839, 310-01-47 - humeral head short 47mm x 18mm 5845958, 300-20-02 - torque defining screw kit 6245985, 300-01-11 - humeral stem